Manufacturer narrative:
(B)(4).

Event description:
Additional information received - the lens was explanted due to overvault/excessive vaulting and narrowing of the angle. The patient experienced glare. The lens was exchanged for a shorter lens. The patient's post-op uncorrected va was 20/20.

Manufacturer narrative:
Results (evaluation result): visual inspection of the returned product found a piece of one haptic torn off and missing. The lens was returned in liquid. Conclusion (unable to confirm complaint): based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Reportedly, icl (13.2 mm;-9 d) was explanted/exchanged, almost two months postoperatively, for another icl (unknown size; unknown diopter) to address patient dissatisfaction with va. No reported problem with the lens position prior to the explantation. No reported postoperative sequelae. Based on the complaint history, work order search, medical review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Based on the results of the DHR review, the available information given within this complaint, product evaluation and work order search, a conclusion can be drawn that nothing in the manufacturing, sterilization and packaging processes of the lens is likely to have contributed to the complaint. No root cause was determined. Per medical review: reportedly, micl (13.2mm;-9d) was explanted/exchanged, two months postoperatively, for a same diopter but shorter lens length (12.6 mm;-9d) to address lens overvault and subsequent narrowing of the angle and patient subjective disturbances (glare). The iop was not elevated. Post-op ucva was 20/20. According to (B)(4), the exact cause of the event was unknown but was not product related. The same form also stated that ever since this happened they refined vault nomogram to avoid this type of event. Based on the complaint history, work order search, product evaluation, medical review, and device history record review, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
(B)(4). Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to the patient was not happy with the results and the lens was exchanged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.